Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure of an aneurysm, the deltamaxx sr platinum (dmx18031220/ c11759) was advanced to aneurysm but complete length would not fit into aneurysm. The coil was pulled back and re-sheathed. Upon withdrawal of the introducer it was noted that the coil was still protruding from the introducer, but still attached to the push wire. The push wire was then pulled in an attempt to completely recapture the coil into the sheath when the junction between the coil and wire broke. All components of the coil were removed from the patient¿s body. The coil, introducer and push wire are all being returned for analysis. No adverse event occurred as a result, and the device will be return for analysis.

Manufacturer narrative:
The coil was too large for the aneurysm. The coil deployed prematurely; however, not inside of the patient¿s body. The coil became detached from the delivery system after withdrawal from the rhv. Distal coil still out of introducer when removed from rhv. When they attempted to pull the coil completely into the introducer it separated from the delivery wire. There is no information on the target site. There is no patient specific information. There were no other noted damages to the coil system. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of an aneurysm, the deltamaxx sr platinum (dmx18031220/ c11759) was advanced to aneurysm but complete length would not fit into aneurysm since it was too large. The coil was pulled back and re-sheathed. Upon withdrawal of the introducer it was noted that the coil was still protruding from the introducer, but still attached to the push wire. The push wire was then pulled in an attempt to completely recapture the coil into the sheath when the junction between the coil and wire broke. The coil deployed prematurely; however, not inside of the patient¿s body. The coil became detached from the delivery system after withdrawal from the rhv. The distal coil was still out of introducer when removed from rhv. When they attempted to pull the coil completely into the introducer it separated from the delivery wire. There is no information on the target site. There is no patient specific information. There were no other noted damages to the coil system. All components of the coil were removed from the patient¿s body. The coil, introducer and push wire are all being returned for analysis. No adverse event occurred as a result, and the device will be return for analysis. The coil was returned mechanically detached from the device positioning unit (dpu) via the detachment fiber. It is very important to note that when the coil was withdrawn through the rhv and/or through the sheaths skive the coil did detach. It is also equally important to note that the introducer sheath was returned separated from the dpu. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged and its extended edges have been raised above the surface plane. The locking mechanism has compression and stretching damage. There are three contributing factors to the coils unintended mechanical detachment. Each of the contributing factors may have worked in tandem or separately producing similar results. The primary contributing factor most likely occurred if the distal tip of the green introducer was positioned proximal to the proximal outside end of the rotating hemostatic valve (rhv). When the coil was being removal it may have came in contact and became temporarily anchored on the adjustable rubber gasket. This may have caused the mechanical detachment of the coil. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿when necessary, the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector. Caution: pulling the exposed microcoil through the rhv grommet may damage the coil¿¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any other additional contributions to the complaint event. The secondary, but equally important contributing factor may have occurred when the dpu and coil were retracted through the skive and were completely separated from the introducer sheath. This would have temporarily anchored the coil below the skive caused a mechanical separation of the coil from the dpu. It is important not to remove the dpu and coil from the sheath and through the skive. For resheathing the coil please refer to the resheathing instructions located in the previous narrative. The third contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism did catch the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a loss of tension and damage to the detachment fiber. This may have, in part, contributed to the eventual mechanical detachment of the coil from the detachment fiber in combination with either or both of the first two contributing factors listed above. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed with analysis, additionally, other damages were noticed on the device that may have occurred after removal or during shipping. Based on the analysis and information, it appears that procedural contributed to the event. DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.